Event description:
An end user called to report an issue with her manual wheelchair and has been injured. She reports the chair has no arms and it has thrown her. The initial reporter has been contacted. It was learned she received the chair from the hospital. When asked about the incident, she stated that the unit is allegedly dangerous, does not go over door jams because the wheels splay outwards causing the chair to veer to the left or right and was thrown from the chair due to the issue with the wheels.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tracer sx5, serial number/date code unknown is of an unknown age. The owner's manual part number 1110550 was issued with this device. It is unknown if the consumer fully understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed. Of note: when asked about maintenance, she stated that the nursing facility helps her maintain the chair. The nursing home washes the chair every couple of weeks, but that is all. The consumer stated that the nursing home did lower chair, but the seat to floor height is not is low enough for the consumer. The consumer also stated that the arms are not the right length. The consumer was allegedly robbed and this was a replacement chair. She stated that she was not measured for the replacement chair. The consumer received the chair in (B)(6) of this year. The consumer was advised that we will work with a local dealer to come out and assess her current chair and measure her, as she may need a different kind of chair all together. Additionally, (B)(4) has been contacted to go out and assess the consumer. The consumer does have a scar from the alleged incident. The consumer did not know who to contact and that is why it took so long to report the incident. The incident occurred at a hospital parking lot. The consumer did go to the hospital, was admitted, then released. The consumer has no documentation of her treatment.